Manufacturer narrative:
Add'l info has been requested. Subject device is an instrument and is not implanted. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.

Event description:
During a lateral entry femoral nail procedure for a femoral shaft fracture, two of the protection sleeves were used interchangeably and did not fit with the percutaneous insertion handle. In order to complete the procedure, surgeon had to make a larger incision, remove the nail and use a standard insertion handle. Nail was replaced and the surgery was completed. This is the 2nd of 3 reports submitted on this event.